Manufacturer narrative:
Facility reported two patients on (B)(6) 2016 during dialysis experienced shortness of breath, increased arterial pressures and a change in vitals. It was observed a carbon filter had the end cap come loose from the body of the carbon filter/block. The ro machine and carbon pretreatment was put into quarantine. On (B)(6), the quarantined unit was used on a patient that experienced the same symptoms. The facility reports all patients are being monitored per their policy, for one month. The carbon blocks/filters are a consumable item that are not serviced/replaced by mar cor at this facility; facility employees perform this function. Per (B)(6) guidance s&c -09-01, dialysis facilities are required to have a carbon adsorption system capable of removing both free chlorine and chloramine to safe levels (section v192). Two carbon blocks/beds are required to be installed in series, with a sample port installed after the first bed/block and after the second bed/block (section v192, also aami rd52:2004 section 5.2.5). This will allow a margin of safety if the first/primary carbon bed becomes exhausted, essentially the full capacity of the second bed remains available for protection against chlorine/chloramine breakthrough (section v196 and rd52 6.2.5). Results for chlorine /chloramine testing were not provided to mar cor, but are required at the beginning of each treatment day and also prior to each patient shift, with testing at every 4 hours if patient shifts have not been defined. It is unknown if this facility is following the recommendations and guidelines. A request was made, but the device has not been returned to mar cor. This complaint will continue to be monitored through the mar cor complaint handling system.

Event description:
The facility reported three (3) dialysis patients experienced symptoms of shortness of breath, increased arterial pressure and a change in vitals during dialysis. The facility suspects chlorine breakthrough.